Event description:
User facility reported device was in use with pt. According to report the hme was unable to be removed from the tracheostomy tube after the pt had fell onto his abdomen. An emergent tracheostomy tube exchange was performed. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.